Manufacturer narrative:
Philips service replaced the bios battery and reset the flexvision pc to power on ac, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently stuck at 0:00 during boot-up on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.